Event description:
New information received notes that bluetooth low energy (ble) telemetry was restored. No further patient consequences were reported.

Manufacturer narrative:
The reported event of an inability to pair the mobile application with the implanted device was resolved. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy (ble) telemetry noted on the patient's implantable cardioverter defibrillator. No intervention was reported and no adverse patient consequences were reported.